Event description:
Customer reported a checksum error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the sram card. System operates as intended.